Event description:
It was reported and learned through medical record that a 23mm 11500a resilia aortic valve in aortic position was explanted and replaced with a 23mm 11060a konect valved conduit after an implant duration of 1 year, 11 months due to strep mitis endocarditis. Patient was discharged on pod# 18. Per medical records, patient presented with strep mitis bacteremia. Tee demonstrated aortic valve with moderate to severe stenosis with possible abscess in aortic root, and tricuspid valve vegetations. Intraoperatively, aortic root noted to have heavy abscess formation in area of right coronary artery with significant root destruction. Aortic valve was successfully replaced with a valved aortic conduit. The patient tolerated the procedure well.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b5, b7, g3, g6, h2, h6 (component code, clinical code, and device code, type of investigation). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was reported that a 23mm 11500a resilia aortic valve in aortic position was explanted and replaced with a 23mm 11060a konect valved conduit after an implant duration of 1 year, 11 months due to unknown reason.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.